Event description:
On 02/14/2022 it was reported by a sales representative via sems that an ar-8717d-01 drill bit cold welded to the ar-8717g guide while drilling holes for the staple. The ar-8717g-01 (lot 04511920) was the only guide in the set, so the surgeon had to completed the tunnel without using a guide. The surgeon was able to insert the staple and complete the procedure. Picture attached I had to use pliers to wiggle/pry the drill out after the case. Please note the small metal shavings. I wanted to report this incident from friday: (I think) it was the only guide in the set, so the surgeon (dr (B)(6) ) had to guesstimate with another drill to complete the tunnels. It wasn¿t ideal, but he was able to insert the staple and complete the procedure. The patient was a male in his 30s with hard bone. I had to use pliers to wiggle/pry the drill out after the case. Please note the small metal shavings ar-8717d-01 (031922), ar-8717g-01 (04511920).

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Device not expected to return. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.